Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ dx: failed right tha secondary to metallosis and instability ¿ symptoms: instability, crepitus, and pain. ¿ elevated metal ions: cobalt 117, chromium 69.7. ¿ noted abundant metal debris and impressive synovitis which was all debrided back to healthy viable tissue. ¿ trunnion appeared pristine. ¿ acetabulum excised with no bone loss, abundant osteolysis about the anterior wall and column as well as the inferior teardrop, the acetabulum was then reversed reamed. A definitive root cause cannot be determined for the head and cup. No problem was found with the stem, as the medical records indicate the trunnion is pristine. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Event description:
It was reported that the patient underwent a right hip revision approximately 17 years post implantation due to metallosis, instability, crepitus, and pain. During the revision it was noted, abundant metal debris, synovitis, and osteolysis. The acetabular and head were exchanged without complications. The stem remained implanted. No additional information available for the reported event.

Manufacturer narrative:
(B)(4) d10: unknown acetabular cup 54, unknown taperloc stem sz 9. H6: proposed component code: mechanical (g04) - head. The location of the reported product is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.